Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 25,000 joules during a prostate procedure. The procedure was continued with a second fiber (reference MFR report number 2937094-2012-00262) and completed with a third fiber. No patient or end user injury was reported.

Manufacturer narrative:
(B)(4).